Event description:
It was reported that the ilet user consumed yogurt and did not announce the meal, after which blood glucose rose to a reported high of 232 mg/dl, and support provided education on proper meal announcement and checking insulin on board to avoid stacking. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified that reflected an improper procedure, specifically a missed meal announcement, associated with user interaction with the device interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.